Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09sept2019. The service engineer (se) inspected the device. The se found that the problem was with the blower. The se replaced the blower motor assembly. The se reported that the ventilator passed the system leak test. The se performed all test based on the recommendations of the service guide and placed unit back into service. Root cause: the blower assembly was returned for failure investigation. The blower motor wires seal damaged created the leak in blower assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a v60 ventilator was failing the system leak test during performance verification testing (pvt). The ventilator was not in use on a patient at the time of the reported event.